Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was part of a system revision due to infection with sepsis. A transesophageal echocardiography for (B)(6) ((B)(6)) bacteremia was performed and it was discovered vegetation on this ra lead. Surgical intervention and intravenous antibiotics were needed to resolve the issue. The ra lead was explanted. No additional adverse patient effects were reported.